Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (1,000 mcg/ ml at 170 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that at normal pump replacement on (B)(6) 2021, catheter would not aspirate at pump replacement. There was no environmental or external factors that have led to the event. The entire catheter removed and replaced with new 8781. The issue was resolved at time of this report. Patient status at time of this report was alive - no injury.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.